Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation , service repair engineer noted the fault reported by the customer was not reproduced. However, it was found the cable was physically damaged and white dot on the image was observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the image flashes when shaking the video cable. The issue found at preparation for use. The device was replaced and the intended procedure (hysteroscopy) with no delay was completed. There was no patient harm reported, no user injury reported.

Manufacturer narrative:
Please see the update in d4 ¿ UDI number.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.